Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.

Event description:
The distributor reported that during a patient procedure the wire of their cointip snare broke resulting in a procedure delay. The procedure was completed successfully with a different snare. No report of injury.

Manufacturer narrative:
The device subject to the reported event was returned for evaluation and found that the mold cap was detached and the hypo tube was bent. This is indicative of the user facility personnel using the device in an extremely articulated position. Therefore, the cause of the reported event is likely attributed to user error. The cointip snare IFU states "to avoid kinking the catheter, use only short strokes, 1"-1.5" (2.5 cm - 3.8 cm) in length, throughout device insertion. The following conditions may not allow the cointip¿ snare to function properly: advancing the handle to the open position with too much speed or force, attempting to insert or actuate the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, actuating the device while the handle is at an acute angle in relation to the sheath. Do not use this product if the device does not function properly or there is evidence of damage (e.g. Bent, split, or kinked catheter, snare irregularities, or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist. Note: the markings on the handle are for reference only. To reference the point where the snare loop is fully closed; open the snare fully, then slowly close the snare handle until the snare tip meets the end of the outer catheter. Observe the marking on the snare handle where the snare tip meets the end of the snare outer catheter. This will minimize the possibility of cold snaring the polyp." The device history record was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. Steris offered in-service training on the proper use and operation of the cointip snare; however, the user facility declined. No additional issues have been reported.